Event description:
The facility representative reported an infuso.r. Device which alarmed during a patient infusion in the gastrointestinal department, interrupting delivery. The device was infusing an unknown patient with diprovan when the alarm occurred. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04124, and # 3005099803-2010-04125. It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the sphincterotomy, the cutting wire snapped within the common bile duct. The wire broke in half but remained affixed to the catheter at both ends. No part of the cutting wire fell into the patient. This same issue was encountered with a total of two dreamtome rx sphincterotomes during the procedure. The procedure was completed with a third dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an alarm. The root cause was determined to be a defective micro processing unit printed circuit board. The micro processing unit printed circuit board was replaced to repair the reported condition. Trend review determined that similar reports have been received by baxter. Service history review determined that the device has not been previously sent into service for the reported condition of ?alarmed during a patient infusion.? A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported the lead was capped due to high thresholds. The lead was not replaced. The device was replaced due to eri. No patient complications have been reported as a result of this event. It was later reported the patient died (B)(6) 2009 with unknown relatedness "to both the system and an arrhythmic event." The cause of death has been requested and not received.